Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was identified in the pump history. Although the issue caused the pump to shut down, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The caller resolved the issue by changing the charging supplies to a tandem wall adapter and charging cable. Technical support informed the caller of the necessary actions to take after the pump shutdown, such as resetting the insulin delivery parameters and restarting cgm sessions, and advised monitoring the situation and seeking further assistance if the issue recurs.